Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain to pelvic area (intermittent to often)"), menorrhagia ("abnormal bleeding menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal)") in a 29-year-old female patient who had essure (batch no. 627405) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure endometrial ablation was performed on the day of essure insertion". The patient's medical history included back surgery and gastroesophageal reflux disease. Concurrent conditions included chronic anemia, menorrhagia and obesity. Concomitant products included methylphenidate hydrochloride (concerta) since 2012 for anxiety as well as venlafaxine hydrochloride (effexor) since 2012 and zolpidem tartrate (ambien) since 2012. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced fatigue ("fatigue"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), mood swings ("mood swings"), migraine ("migraines") and headache ("headaches") and was found to have weight increased ("weight gain"), 26 days after insertion of essure. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), bladder disorder ("bladder problems or changes"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2009, the patient experienced anaemia ("anemia"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), haematoma ("hematoma"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), urinary tract disorder ("urinary problems or changes") and abdominal pain ("abdominal pain") and was found to have hormone level abnormal ("hormonal changes") and weight decreased ("weight loss"). The patient was treated with folic acid;iron;minerals nos;vitamins nos (niferex prenatal) and surgery (ablation and underwent hysterectomy due to complications from the essure device). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, menstrual disorder, haematoma, hormone level abnormal, dysmenorrhoea, dyspareunia, fatigue, alopecia, female sexual dysfunction, bladder disorder, urinary tract disorder, weight increased, weight decreased, mood swings, depression, anxiety, migraine, headache, anaemia and abdominal pain outcome was unknown. The reporter considered abdominal pain, alopecia, anaemia, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, haematoma, headache, hormone level abnormal, menorrhagia, menstrual disorder, migraine, mood swings, pelvic pain, urinary tract disorder, vaginal haemorrhage, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hysterosalpingogram - on (B)(6) 2009: results: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia. Event described: medical device monitoring error. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet-new event migraines,headaches, anemia, abdominal pain were added. Medical history and treatment drug were added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain to pelvic area (intermittent to often)"), menorrhagia ("abnormal bleeding menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal )") in a 29-year-old female patient who had essure (batch no. 627405) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure endometrial ablation was performed on the day of essure insertion." The patient's concurrent conditions included chronic anemia and menorrhagia. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, 7 months 9 days after insertion of essure, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues") and haematoma ("hematoma"). The patient was treated with surgery (underwent hysterectomy due to complications from the essure device), and surgery (ablation). Essure was removed. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, menstrual disorder and haematoma outcome was unknown. The reporter considered haematoma, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia. Event described: medical device monitoring error. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Patient's demgraphics details were added, reporters were added. Events added per pfs: abnormal bleeding (vaginal, menorrhagia), hematoma. Event added per mr: novasure endometrial ablation was performed on the day of essure insertion. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain to pelvic area (intermittent to often)"), menorrhagia ("abnormal bleeding menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal)") in a 29-year-old female patient who had essure (batch no. 627405) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure endometrial ablation was performed on the day of essure insertion". The patient's past medical history included back surgery. Concurrent conditions included chronic anemia and menorrhagia. On (B)(6) 2008, the patient had essure inserted. On (B)(6).2009, 7 months 9 days after insertion of essure, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), haematoma ("hematoma"), hormone level abnormal ("hormonal changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), female sexual dysfunction ("aparenunia"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), mental disorder ("psychological or psychiatric problems condition"), weight increased ("weight gain") and weight decreased ("weight loss "). The patient was treated with surgery (underwent hysterectomy due to complications from the essure device), and surgery (ablation). Essure was removed. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, menstrual disorder, haematoma, hormone level abnormal, dysmenorrhoea, dyspareunia, fatigue, alopecia, female sexual dysfunction, bladder disorder, urinary tract disorder, mental disorder, weight increased and weight decreased outcome was unknown. The reporter considered alopecia, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, haematoma, hormone level abnormal, menorrhagia, menstrual disorder, mental disorder, pelvic pain, urinary tract disorder, vaginal haemorrhage, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6). 2009: essure device was successfully occluded concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia. Event described: medical device monitoring error. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6). 2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain to pelvic area (intermittent to often)"), menorrhagia ("abnormal bleeding menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal)") in a 29-year-old female patient who had essure (batch no. 627405) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure endometrial ablation was performed on the day of essure insertion". The patient's past medical history included back surgery. Concurrent conditions included chronic anemia and menorrhagia. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, 7 months 9 days after insertion of essure, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), haematoma ("hematoma"), hormone level abnormal ("hormonal changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), female sexual dysfunction ("aparenunia"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), mental disorder ("psychological or psychiatric problems condition"), weight increased ("weight gain") and weight decreased ("weight loss "). The patient was treated with surgery (underwent hysterectomy due to complications from the essure device), surgery (ablation) and surgery (ablation). Essure was removed. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, menstrual disorder, haematoma, hormone level abnormal, dysmenorrhoea, dyspareunia, fatigue, alopecia, female sexual dysfunction, bladder disorder, urinary tract disorder, mental disorder, weight increased and weight decreased outcome was unknown. The reporter considered alopecia, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, haematoma, hormone level abnormal, menorrhagia, menstrual disorder, mental disorder, pelvic pain, urinary tract disorder, vaginal haemorrhage, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia. Event described: medical device monitoring error. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet, patient demographic information, relevant history, new event hormonal changes, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, hair loss, apareunia, bladder or urinary problems or changes, psychological or psychiatric problems condition, weight gain/loss were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain to pelvic area (intermittent to often)"), menorrhagia ("abnormal bleeding menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal)") in a 29-year-old female patient who had essure (batch no. 627405) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure endometrial ablation was performed on the day of essure insertion". The patient's past medical history included back surgery. Concurrent conditions included chronic anemia, menorrhagia and obesity. Concomitant products included methylphenidate hydrochloride (concerta) since 2012 for anxiety as well as venlafaxine (effexor) since 2012 and zolpidem tartrate (ambien) since 2012. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problems or changes"), weight increased ("weight gain"), mood swings ("mood swings"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), haematoma ("hematoma"), hormone level abnormal ("hormonal changes"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), urinary tract disorder ("urinary problems or changes") and weight decreased ("weight loss"). The patient was treated with surgery (underwent hysterectomy due to complications from the essure device) and surgery (ablation). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, menstrual disorder, haematoma, hormone level abnormal, dysmenorrhoea, dyspareunia, fatigue, alopecia, female sexual dysfunction, bladder disorder, urinary tract disorder, weight increased, weight decreased, mood swings, depression and anxiety outcome was unknown. The reporter considered alopecia, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, haematoma, hormone level abnormal, menorrhagia, menstrual disorder, mood swings, pelvic pain, urinary tract disorder, vaginal haemorrhage, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia. Event described: medical device monitoring error. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2018: plaintiff fact sheet received. Events added from pfs- mood swings. Previously reported "psychological or psychiatric problems condition" was specified as "depression" and "mental anguish". Event vaginal haemorrhage, menorrhagia, pelvic pain, dysmenorrhoea, female sexual dysfunction, bladder disorder, fatigue, weight increased onset dates were updated. Concomitant disease were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/ pain to pelvic area (intermittent to often)/ pain'), menorrhagia ('abnormal bleeding menorrhagia') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 29-year-old female patient who had essure (batch no. 627405) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure endometrial ablation was performed on the day of essure insertion". The patient's medical history included back surgery and gastroesophageal reflux disease. Concurrent conditions included chronic anemia, menorrhagia and obesity. Concomitant products included methylphenidate hydrochloride (concerta) since 2012 for anxiety as well as venlafaxine hydrochloride (effexor) since 2012 and zolpidem tartrate (ambien) since 2012. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), mood swings ("mood swings"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), migraine ("migraines") and headache ("headaches") and was found to have weight increased ("weight gain"), 26 days after insertion of essure. In (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and bladder disorder ("bladder problems or changes"). On (B)(6) 2009, the patient experienced anaemia ("anemia"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), haematoma ("hematoma"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), urinary tract disorder ("urinary problems or changes"), abdominal pain ("abdominal pain"), genital haemorrhage ("general abnormal bleeding") and post procedural complication ("post removal complications") and was found to have hormone level abnormal ("hormonal changes") and weight decreased ("weight loss"). The patient was treated with folic acid;iron;minerals nos;vitamins nos (niferex prenatal) and surgery (ablation and underwent hysterectomy due to complications from the essure device). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain, menorrhagia and genital haemorrhage had resolved and the vaginal haemorrhage, menstrual disorder, haematoma, hormone level abnormal, dysmenorrhoea, dyspareunia, fatigue, alopecia, female sexual dysfunction, bladder disorder, urinary tract disorder, weight increased, weight decreased, mood swings, depression, anxiety, migraine, headache, anaemia, abdominal pain and post procedural complication outcome was unknown. The reporter considered abdominal pain, alopecia, anaemia, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, haematoma, headache, hormone level abnormal, menorrhagia, menstrual disorder, migraine, mood swings, pelvic pain, post procedural complication, urinary tract disorder, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: plaintiff received treatment for bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia. Event described: medical device monitoring error. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received. Reporter information added. Events: general abnormal bleeding, post removal complications added. Events outcome updated. We received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issues"). The patient was treated with surgery (underwent hysterectomy due to complications from the essure device). Essure was removed. At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure device was successfully occluded incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.